Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or and back shell was noted. Front shell does not fit securely to inpen. Inpen did not pair with commercial app. However, inpen did transmit to manufacturing app. Received inpen 1/4 of travel. Performed encoder bond investigation and found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also, plastic shavings contamination builds up found caused by encoder wheel tabs rubbing at the walls of the dose nut. Abrasions down the length of the dose nut. Unable to perform baseline/wireless functionality, dialing alignment inspection, and displacement dose accuracy test. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: it was determined from destructive analysis that the difficult to dial/dose was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Therefore, the customer concern of dose dial being difficult to dial/dose was confirmed. Unable to verify customer's complaint for dose log inaccuracy due to difficulty to dial, a difficulty to dial can affect insulin delivery. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difficulty turning the dose knob or dial on the inpen, with additional resistance when dialing more than 4 units, and stated that the inpen app did not accurately record the intended dose amount. The customer reported no adverse event. The event involved product mmt-105elpkna. Troubleshooting was performed, including advising the customer not to force insulin delivery, confirming the discrepancy between intended and recorded doses, and instructing the customer to discontinue use and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the inpen. Mmt-105elpkna was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.